Manufacturer narrative:
A philips response service engineer (rse) performed troubleshooting requesting the biomed to simulate different alarms. He was able to see and hear all of them. The rse and biomed were unable to duplicate problem. The customer was advised to callback and request a philips field service engineer (fse) onsite if problem re-occurs. A good faith effort (gfe) was conducted confirmed the customer was reporting the issue about the pic, not the telemetry device. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed.analysis was performed and investigation has been completed. The device was operational per specifications. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that they are not getting the spo2 alarm for all patients. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.